Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected data and confirmed sodium (na) false results and calibration reference drift on potassium. Upon further troubleshooting the fse determined the failure mode was due to faulty na reference (ref) electrode. The fse replaced the na ref electrode which resolved all issues. The performed system verification successfully without further issues. No further issues were noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported generation of false low sodium (na) patient results on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside the laboratory. The customer repeated the sample on another system and obtained a result considered correct by the customer. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated to this event.